Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had damaged (detached) dso (downstream occlusion) seal. Ehl (event history log) was downloaded. Functional test performed. Accuracy test was performed - test passed (-0,092%). The customer's problem wasn't duplicated. However, the customer's initial reported event is not considered reportable. The detached dso seal is considered a reportable event. The root cause was not determined. The dso seal was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the pump had a fault. There was unknown patient involvement, and no harm/adverse event reported. The following information was provided by the investigation: damaged (detached) dso (downstream occlusion) seal.